Event description:
Report received from abbott int'l affiliate (abbott spain) of an over-delivery of a narcotic. The report states: "the pump was used for 30 days when the event happened. The pump was connected in a pt to administer morphine as pain relief treatment for gastric cancer. It worked properly during 30 days. It was programmed to deliver morphine 0.5ml/hr during 24 hrs. In 5/2001 (day not remembered) the pump delivered all the morphine in 18 hrs instead of 24 hrs as it was programmed. The nurse checked everything and after checking that all was okay, the pump was again connected to the pt and it again delivered all morphine in 18 hrs. Then the pump was removed. The pt did not suffer any untoward consequence in spite of receiving more morphine." The pump was reportedly in spite of receiving more morphine." The pump was reportedly programmed to deliver morphine 10mg/12ml at 0.5ml/hr via the epidural route. The abbott int'l affiliate was queried for further info. No add'l info has been received.